Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The alarm date was (B)(6) 2017. The pump was replaced this year. Per device registration the pump was explanted (B)(6) 2017. The patient wanted to have the pump removed because she was so frustrated because she could not find a doctor. The patient contacted the healthcare provider (hcp) on 9/6/2017. The physician will see the patient on an emergency basis on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The reporter thought the current dose was 10 mg/day but wasn¿t sure. The indication for pump use was postlaminectomy pain. On (B)(6) 2016 it was reported that beginning 9-12 months ago, the patient had withdrawal symptoms all the time and was feeling bad. The pump also started having volume discrepancies of 4-6 cc coming out at refill times versus 2-3 cc. The patient¿s healthcare professional was going to do a dye test but hadn¿t been able to do that because of issues with her insurance company. Additional information was received on 12/7/2016. It was reported that the patient's withdrawal and volume discrepancies were resolved and no longer experiencing pain. The patient met with their doctor to maintain their pump. Additional information was received from a consumer on 8/30/2017. It was reported that their alarm date is (B)(6) 2017 and cancelled their appointment on (B)(6) 2017 because her policy expires. She was left with a dying battery for 7 months and has been in the ER due to a critical alarm. The patient stated something was wrong with the pump and noted not getting pain relief. The patient noted it started at 3 and then went to 4 and alarmed every 3 months due to insurance issues.